Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6). The title of this report is ¿a retrospective data collection of the treatment of pelvis and acetabulum fractures with the stryker suprapectineal plate system¿ which is associated with the stryker ¿pro¿ system. Within that publication, post-operative complications/ adverse events were reported, which occurred from 23 june 2014 to 29 october 2018. It was not possible to ascertain specific device/patient details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 10 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses hardware irritation followed by metalwork removal. (Ongoing pain over right symphysis pubis and reliance on walking aids. Multiple procedures unsuccessful until removal of metalwork.). The report states: ¿in two of these cases, surgical intervention was required to remove the metalwork.¿.